Event description:
While in use ventilating a patient, the audible alarm sounded briefly, and then all audible and visual displays ceased to function. The patient was immediately removed from the ventilator and hand ventilated. Subsequent investigation indicates that the power supply was blowing internal fuses. The malfunctioning power supply was replaced, and the unit was returned to service.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: other, power supply. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.